Event description:
It was reported during ongoing use, the threshold values had increased on the right ventricle lead (rv), and was therefore explanted, but only part of the lead could be extracted. A new lead was placed to complete the procedure. Additional information: this report has been updated to include final analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the terminal end segment of the lead was returned; severed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits, indicating no electrical shorts between conductors. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during ongoing use, the threshold values had increased on the right ventricle lead (rv). Only part of the lead could be extracted, and will be sent back for analysis. A new lead was placed to complete the procedure. .